Manufacturer narrative:
Pulmonx has reached out to the physician and will submit a follow-up once the physician's narrative has been received.

Event description:
The patient had four 4.0 zephyr valves implanted in the left upper lobe on (B)(6) 2022. The patient passed away on (B)(6) 2022. Further information will be reported once available.